Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion can not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During an atrial fibrillation ablation procedure, a left atrial pericardial effusion occurred. Near the end of the procedure, the patient became hypotensive and the ice catheter revealed a pericardial effusion. After completing ablation on the right pulmonary veins, a pericardiocentesis was performed which stabilized the patient. The patient was discharged two days later with no complications. There were no performance issues with any sjm device.